Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation. F/u info revealed the patient's right lead had migrated. The patient underwent surgical intervention on (B)(6) 2014 and the lead was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.